Manufacturer narrative:
Concomitant products: product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 3387s-40, lot# v006354, implanted: (B)(6) 2006, product type: lead. Product ID: 748240, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID: 3387-40, lot# j0225645v, implanted: (B)(6) 2002, product type: lead. Product ID: 748240, serial# (B)(4), implanted: (B)(6) 2002, product type: extension. Product ID: 37612, serial# (B)(4), implanted: (B)(6) 2010, product type: implantable neurostimulator. (B)(4).

Event description:
It was reported that the patient had a loss of therapeutic effect and seemed ¿shaky.¿ the patient told the reporter that he did not think the implantable neurostimulators (ins) were working properly and he was feeling slower. He began to notice the change the day prior to the report and wanted a manufacturer representative (rep) to be paged. The patient was also charging more than expected since the friday prior to the report. He went to the hospital on (B)(6) 2015 for back surgery repair work and the rep turned off the inss before surgery and then on again afterwards. There were no interventions or patient outcome reported, so additional information was requested. If additional information is received a supplemental report will be sent.